Event description:
Hcp reported "replacement of pump for end-of-life of battery." The pump was explanted and replaced. The hcp reports the csf aspirate has small black particles in it and would it analyzed. A follow up report will be sent when additional info is available.